Event description:
It was reported upon function evaluation that the sheath was broken off and missing, exposing the thermocouple. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.